Manufacturer narrative:
Additional information was received that the leads were not visibly fractured. No further course of action at this time.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were also noted. Fluoroscopic finding revealed possible fractured wires. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were also noted. Fluoroscopic finding revealed possible fractured wires. The patient will undergo a revision procedure.